Manufacturer narrative:
The lens was not returned. The lens remained in the eye. A photo was provided of a lens in the eye. An area of concern was circled in yellow. There is a shadowy mark or artifact within the circled area of concern located near the optic edge near the haptic/optic junction of one haptic. It cannot be confirmed from only this photo if this is an artifact/ remnant of the surgery or damage to the iol. Information was provided that a qualified cartridge, handpiece, and viscoelastic were used. Based on our observation of the attached photo, the area of concern circled on the photo contained an artifact/remnant of the surgery or damage to the iol near the optic edge, near the haptic/optic junction of one haptic. This appeared as a shadowed area within the yellow circle. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant procedure, a lens has a tiny place near the haptic junction. It was inserted in the left eye of patient. The physician kept the lens in the eye with no issues. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).